Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who had an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. It was reported by caller that the day before thanksgiving, patient was given help by their manufacturer representative in turning ins up. On (B)(6) 2018, patient felt a shocking sensation going down their female parts so patient turned stim down. Patient was still feeling stim by taking it down one but they also felt uncomfortable pressure so they decreased stim again. It was confirmed that patient didn't feel anything which resolved the uncomfortable stim. But now patient feels pressure again and was unsure if it was their bowels or stim. The caller confirmed the pressure was not uncomfortable. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They were asked what steps were taken to resolve the pressure. They responded they believed the stimulation was too low and rose it to 1.7, the felt pressure and dropped it to 0.6.